Manufacturer narrative:
Follow up performed to obtain microbiological test results from customer. However, it was not provided. The customer provided details on the contaminated endoscope stating that there was no patient infection. There were no deviations or deficiencies or concerns regarding reprocessing. The device was returned. Device evaluation anticipated; but not yet begun. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope failed the hygiene test multiple times due to unexplained contamination. The issue was found during a reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue190 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "reprocessing workflow for endoscopes and accessories." Chapter "reprocessing the endoscope(and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding hygiene microbiological investigation (hmi) results from olympus and device evaluation findings. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel and air/water channel was sampled. The instrument channel tested positive for 1 colony forming units (cfu) per milliliter of kocuria rhizophila. The obtained results are not in conformance with the requirements. The device was reprocessed and cultured again. The distal end unit, instrument/biopsy/suction channel and air/water channel was sampled. There was no bacterial detection. The obtained results are in conformance with the requirements. An evaluation of the returned device revealed, the acoustic lens had a scratch. Adhesive around objective lens has a chip. Light guide lens had a crack. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The investigation in ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.